Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the IV infusion pump had a unexpected channel disconnection while infusing IV potassium and magnesium on 2 separate device modules. It was noted that the devices were plugged-in to wall power outlet at the time of the event. There was no patient harm.